Manufacturer narrative:
Concomitant medical products: product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension.

Manufacturer narrative:
Device evaluation: analysis of the lead found that ¿conductors 0, 2, 3, 4, 5, and 6 were broken under the anchor, approximately 19 cm from the distal end.¿ additionally, it was found that there was a ¿broken conductor 2.5 cm from the proximal end.¿ analysis of the extension found the molded rubber at the distal end had been cut.

Manufacturer narrative:
Concomitant: product ID 3878-60, implanted: 2013-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 37081-40, implanted: 2013-(B)(6), explanted: 2015-(B)(6), product type extension. (B)(4).

Event description:
It was reported the patient experienced ¿less than 50% therapy relief¿ at the lead location. Impedance testing of the lead and extension was performed and found high impedances on contacts 0-4 of over 10000 ohms each. The patient¿s physician was noted to have ¿suspected a partial fracture to the lead.¿ x-ray imaging of the patient was taken and ¿did show some tight coiling of the lead.¿ the patient¿s lead and extension were replaced as a result of the event. Following the replacement with two new leads, the ¿patient had good therapy covering her painful area.¿ it was noted the patient¿s lead and extension had previously been used with the implantable neurostimulator (ins) that was reported in manufacturer report #9614453-2014-01549. Additional information was reported; a supplemental report will be filed if additional information is received.